Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor/no telemetry with recharging. Poor communication was reported. The patient reported that their implant was not taking a charge. They stated that they were getting the reposition antenna screen. It was indicated that the patient last had stimulation in the middle of (B)(6) 2018. The last time they successfully charged their device was in the middle of (B)(6) 2018 as well. Troubleshooting done on the call was the patient repositioned the antenna over the ins, turned the antenna dial through all four positions and ensured their recharge belt was positioned properly-if used. It was reviewed that the ins was in a possible overdischarged state and it was recommended that the patient consult with their healthcare provider (hcp) office to possibly jumpstart their device. The patient stated that their doctor retired but they saw a nurse practitioner. It was indicated that the issue occurred about three weeks ago in (B)(6) 2018. Additional information received from a manufacturer's representative. It was reported that the patient was unable to charge their battery and it appeared to be in overdischarge. The representative planned on meeting with the patient in the clinic to try and perform a prm. Additional information was received from a manufacturer representative (rep) reporting that the rep was with the patient to perform a physician mode recharge (pmr) to get the patient out of overdischarge. Technical services reviewed how to start the pmr. The rep got into the software version of the recharger. Additional information was received from a health care provider (hcp) via a manufacturer representative on (B)(6) 2018 reporting that after hours they were unable to get the battery to turn over. The patient would be seeing a hcp about a replacement surgery. No further complications were reported.